Event description:
Cpi received info that two leads were removed from service due to oversensing and inappropriate shocks. The pt received a new "ICD" and leads. Leads were capped and remain implanted.